Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after receiving a vibration from the device, interrogation found the device in backup vvi mode due to a software problem. The device was reverted from backup vvi mode to normal function. It is believed the cause of backup vvi mode was interaction with remote monitoring merlin transmitter. No adverse consequences were detected.